Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that by the customer's mother that her son had lost his insulin pump and had ended up in the hospital. The customer states that there was a hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 800mg/dl. The mother states due to her sons head injury, he may not be aware or know to call help line for troubleshooting high blood glucose. The customer was sent out an out of warranty pump. Nothing is being returned.